Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op check, the atrial lead exhibited loss of capture and intermittent sensing. No patient symptoms, the lead was turned off. The patient would be brought into clinic for further evaluation at a later date.